Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1056t st. Jude lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance gradually rose but rose faster in the previous two months and was high. It was noted that "fast rise may or may not coincide with a fall the patient experienced." The thresholds were noted to be "ok." Three days later the patient presented to the emergency room with chest pain. The rv lead impedance was still noted to be high. The lead remains in use. No patient complications have been reported as a result of this event.